Event description:
It was reported to medtronic minimed that the customer experienced keypad/button unresponsive/button error, retainer ring on reservoir does not stay in place and kept falling off, error codes on pump. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1780kpk.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with missing retainer ring. Unable to lock a test p-cap reservoir into the reservoir compartment due to missing retainer ring. Unit passed the self test. No damage or moisture damage on keypad assembly. All buttons were tested while navigating the menus, and they all worked properly. Unit received with all buttons responding properly. However, under microscope inspection, it was determined that traces (lead 1 and lead 6) on u1 keypad assembly were visually cracked. Therefore causing an intermittent button response. Thus software was utilized and uploaded trace/history files properly. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool reveals that no stuck key alarms were found. Proceed by cutting the unit open and perform a visual inspection of connectors and electronic stack. No damage moisture damage noted and the j1 connector on pcb1 was locked in properly during visual inspection. The unit passed the keypad voltage test (3.2v). The unit was also received with missing o-ring (reservoir tube), detached retainer, cracked keypad overlay at select button, stained keypad overlay, serial number label missing, scratched case, pillowing keypad overlay and broken trace. In conclusion, customer allegations for stuck keypad buttons were not confirmed. All buttons functioning properly during testing of unit. However, it was determined that traces (lead 1 and lead 6) on u1 keypad assembly were visually cracked. Therefore causing an intermittent button response. No critical or fatal pump errors noted on pump's adapt history files, including (61) stuck key alarms. Unit was received with detached retainer and reservoir unable to lock into place, confirming customer concern for cosmetic damages medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.